Event description:
--.

Event description:
Boston scientific received information that during the device replacement procedure, difficulty was encountered when inserting the chronic right ventricular (rv) lead into the device header. The lead would not stay connected, and when the setscrew was tightened, the lead was easily pulled from the port. Another device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Next, an is-1 lead was inserted into each port and secured with the setscrews. A tug test was performed the lead leads remains secure. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the lead insertion difficulties observed in the hospital.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.